Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced a blockage which led to occlusion alarm later on the caller confirmed to disconnect tubing from site. No further information available.